Event description:
It is reported that surgery was delayed for an unidentified amount of time. The surgeon was not able to thread the extractors to the m/dn tibia.

Manufacturer narrative:
Other devices used. Catalog # 00225501400, m/dn threaded extractor, lot# 75350000. Catalog # 00225501400, m/dn threaded extractor, lot # 52020000, catalog # 00225501400, m/dn threaded extractor, lot # 60251923. Evaluation summary: all returned threaded extractors have the threads mating with the nail are heavily damaged. This may be due to repeated use of impactions when used with a slaphammer. The devices could also be damaged if cross-threaded and impacted because of this damage, the extractors are not mating with the threads on the nail. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.